Manufacturer narrative:
No malfunction alleged. Consumer was instructed on proper use. Dealer supplied consumer with accessories to aid them in support. The chair remains in use.

Event description:
The consumer's wife was assisting him in the shower. The pushed him forward to wash his back and his weight distributed onto one of the front riggings, allegedly causing the chair to tip, causing him to fall out and break his femur.